Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the run was valid. There were no patterns for the positives except for some being in clusters of two, and the negatives were slightly elevated. Ts concluded the kit had likely been contaminated, and issue was resolved in the subsequent runs. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Hologic field applications specialist (fas) reported on behalf of customer one sars-cov-2 tma run, wl (B)(4), using assay lot 307645 on panther instrument sn (B)(4) which had suspected false positive samples. The wl in question had 20 positives out of 82 samples, but customer reran the patient results on an unknown platform where they were negative (sample ids not provided). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.